Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4) applies to product ID: 3708660, serial# (B)(4) (extension) and product ID: 3708660 serial# (B)(4) (extension), (B)(4) applies to model number 37601, serial# (B)(4) (implantable neurostimulator). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) migrated anteriorly so a revision surgery was performed. During the revision surgery, a pocket infection was noted so the ins was explanted; the extension was cut at the connection site behind the patient's ear. A MRI was not performed due to the cut extension behind the patient's ear. It was also noted that the patient has an unrelated underlying cardiac disease that needs to be address prior to implanting a new deep brain stimulation (dbs) system and they may explant the leads as a precaution. It was noted that the issues began occurring in (B)(6) 2016.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v657323, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v639210, implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the infection spread so the entire system needed to be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.